Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with their atrial and ventricular leads that exhibited noise and high pacing impedances. High defibrillation impedance was also noted on the ventricular lead. During procedure, the physician suspected an implantable cardioverter defibrillator header issue and the device was replaced. The leads remained implanted and performed well with the new device. The patient was stable. Related manufacturer reference number: 2017865-2021-06050, related manufacturer reference number: 2017865-2021-06596.